Event description:
Kendall health care products received report from sales rep on 3/20/00 that during a thoracentesis procedure a physician noted that air was introduced into the pleural space of a pt, thus resulting in a pneumothorax. The physician performing the procedure alleges, that the thoracentesis catheter/valve is not creating a seal, and introducing air into the pleural space.